Event description:
The customer reported that the surgeon felt the bur guard get hot during use in oral surgery. The surgeon discontinued use of the device when the heat was felt, and the surgery was completed as intended without injury to the user or patient.

Manufacturer narrative:
Investigation findings: conmed linvatec received the bur guard for evaluation and confirmed overheating related to worn bearings from extended use. The last date of repair found for this unit is october 2006. The handpiece used during this procedure was not returned for evaluation. The manual and instruction for use (ifr) inform the user to monitor the drill and bur guard for overheating pre-operatively as well as during use. It is known that overtime bearings will wear through use and can cause a burn injury to the patient/user. To test the bur guard, spin the bur guard on the bur. It the bur guard spins freely, the bearings are good. Otherwise, the bur guard should not be used and should be sent in for repair. In addition prior to use with the bur guard and bur locked securely into the handpiece, run the drill and monitor for overheating. The service interval for this bur guard is every 6 months.